Event description:
It was reported that foreign matter was found before use with a syringe 3ml ll 21x1-1/2. The following information was provided by the initial reporter, "chilean standard is not met. According to standard nch2504 / 1: 2004 "the surface of the hypodermic syringe that comes into contact with the injection fluid during normal use, must be free of particles and foreign matter, when inspected by normal vision or corrected to normal."

Manufacturer narrative:
It was performed the DHR, maintenance record analysis, quality notification analysis, retain samples were evaluated and no deviation was found for this batch. Three samples of reported incident were received to analysis. The samples were analyzed, and it was not possible to verify the reported incident. The manufacturing process are validated with defined acceptance criteria. Also, the products were annually submitted to iso tests at partner certification body - tuv not showing nonconformities. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis, quality notification analysis were performed, retain samples were evaluated and no deviation was found for this batch. 3 samples of reported incident were received for analysis. The samples were analyzed, and it was not possible to verify the reported incident. The manufacturing process are validated with defined acceptance criteria. Also, the products were annually submitted to iso tests at partner certification body - tuv not showing nonconformities. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found before use with a syringe 3ml ll 21x1-1/2. The following information was provided by the initial reporter, "chilean standard is not met. "According to nch 2504/1: 2004" there must be no air leakage (decrease in the gauge reading) outside the seal, or no piston detachment, when applying negative pressure of 88kpa through the joint and the syringe."

Event description:
It was reported that foreign matter was found before use with a syringe 3ml ll 21x1-1/2. The following information was provided by the initial reporter, "chilean standard is not met. "According to nch 2504/1: 2004" there must be no air leakage (decrease in the gauge reading) outside the seal, or no piston detachment, when applying negative pressure of 88kpa through the joint and the syringe ."

Manufacturer narrative:
Additional information was received and the following are the changes: b.5. Describe event or problem: ¿chilean standard is not met. "According to nch 2504/1: 2004" there must be no air leakage (decrease in the gauge reading) outside the seal, or no piston detachment, when applying negative pressure of 88kpa through the joint and the syringe.¿ f.10 device codes: 1354.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 3ml ll 21x1-1/2. The following information was provided by the initial reporter, "(B)(6) standard is not met. According to standard nch2504 / 1: 2004 "the surface of the hypodermic syringe that comes into contact with the injection fluid during normal use, must be free of particles and foreign matter, when inspected by normal vision or corrected to normal."